Event description:
As reported by hospital risk manager, the PICC technician had placed the 5f dual lumen PICC catheter in the right brachial vein. Shortly after, leaking was noted from the catheter below the suture wing. The PICC was removed and replaced with no pt complications resulting. The used device has been returned for eval.

Manufacturer narrative:
Although the used device has been returned to MFR, the device eval is still on-going and a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted.